Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2023). Device pending return.

Event description:
It was reported that prior to a biopsy procedure, the device firing on the second cock does not hold position. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum gun was visually inspected upon receipt and it was found to be in good overall condition. Also, sequencer weldment assembly tab needs to be upgrade. The device was functionally tested and failed the tests as latch plate leaf spring is loose, not oriented properly causing only cannula sled would latch. No other anomalies were identified. Therefore, the investigation is inconclusive for the reported device firing on second cock, does not hold position. The investigation is confirmed for the identified only cannula sled would latch. The root cause for the reported device firing on second cock, does not hold position cannot be determined as the device could not be tested. The root cause for the identified only cannula sled would latch was determined to be latch plate leaf spring is loose, not oriented properly. During evaluation, it was also determined that the outdated sequencer weldment assembly tab likely to contributing to identified only cannula sled would latch. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a biopsy procedure, the device firing on the second cock does not hold position. There was no patient contact.